Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed through this evaluation. Additionally, the reported low flow alarms were unable to be confirmed. A specific cause for the low flow alarms as well as a direct correlation to the suspected thrombus could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the customer. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that one of the coordinator's patients appeared to have pump thrombosis. A computed tomography angiography was to be performed, but on the patient's echocardiogram (echo) their aortic valve was opening every beat, and their flows were 0. Low flow alarms were noted. A pump exchange was performed, and the apical ring, outflow graft, and bend relief were not exchanged.